Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using an endoscope in an unknown spinal therapy. It was reported that it was difficult to see using the endoscope. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part# 9560100 ; lot#1018350- during the inspection at the time of acceptance, it was observed that there were scratches on the outer tube, the coupler was loose, and the camera was not able to focus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reported product was already used multiple times previously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.